Manufacturer narrative:
Technician informed that the bed had no head up electrically. Will go up manually but drifts right back down. No injury alleged. Replace the head down valve to resolve this issue.

Event description:
Complaint alleged that the bed had no head up electrically. Will go up manually but drifts right back down. No injury alleged.